Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered for 5 hours. The customer stated the device was programmed to deliver tpn over 24 hours (vtbi and rate are unk). It was also reported there was no pt injury.